Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received unexpected restart alarm. The customer's blood glucose level at the time of incident was 170mg/dl. The customer states they installed new battery and received battery out limit alarm. The customer states they were unable to clear the alarm due to unresponsive buttons. Troubleshoot was conducted. The customer was advised that continuation of therapy pump would be sent out. The customer will be holding on to current pump for future upgrade credit.